Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue was likely, due to the user not adequately releasing air after replacing the water filter. A definitive root cause could not be determined. The instructions for proper water filter replacement are addressed in the device's instructions for use. Olympus will continue to monitor field performance for this device. H3 other text: device not returned.

Event description:
As reported for this event by the customer, the device reprocessing time was extended after changing of external filters. There is no patient involvement and no harm reported to any patient. The customer has another device with the same issue.

Manufacturer narrative:
There are two devices reported by the customer with the same issue. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). Customer called the technical assistance center (tac) for troubleshooting. The slow reprocessing time could be caused by air trapped in the system that needed to be evacuated. The tac specialist had the customer perform a leak test on the device. Air was released from the system. The customer issue was resolved. As such, the device is not available for evaluation. Supplemental report(s) will be submitted when any relevant new information is available.